Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous, calcified right coronary artery (rca). An attempt was made to dilate the lesion with a non-bsc balloon, but the lesion did not 'fully inflate'. The physician attempted with another non-bsc balloon, but was still unable to 'fully inflate', but did inflate to 25atms for 40 seconds. The physician attempted to place the 2.50x32mm taxus liberte stent, but was unable to cross the lesion. The stent was damaged upon advancing to the lesion, due to contact with the calcification. The procedure was successfully completed with a 2.5x16mm taxus liberte stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
Customer report was not confirmed. The infusion lumen was clear and patent at green stopcock area. Finger prints, that most likely occurred due to presence of bonding solvent during bonding process, were evident on the outside of the locknut of bonded stopcock. Entire mating section between stopcock and catheter y-adaptor was filled with adhesive. However there was no damage noted at this bonded connection. Unit is sent to accellent for further evaluation. The 2/12/10 accellent evaluation: the green stopcock was visually inspected and there is some dried glue that has wicked down on the outside of the stopcock. The dried glue is intact and is not flaking off. The inside of the green stopcock was visually inspected under 10x magnification and there is no glue inside of the stopcock. Water was introduced through all of the device lumens and the water flows from where it should with no functional defects detected. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Visible glue clotted around and inside green stopcock. Decision made not to use device.